Event description:
It was reported that a revision surgery was required due to fracture of the femoral component with simultaneous suprakondylar, periprosthetic femoral fracture. Implantation in (B)(6) 2000.